Manufacturer narrative:
Additional information: h4 device manufacture date added. H3: evaluation summary: the device history record (DHR) was reviewed using the immersion lot number from the catheter, this product was manufactured according to the established device master record. No deviation was noted on all processing material and parameters. All quality control inspection criteria had been fulfilled. The sample was examined by the supplier of the product. It was examined under a magnifying camera for physical inspection. A clamping mark was found on the shaft. This clamping mark caused the balloon airline to constrict and collapse. The most likely root cause of the reported issue is too much pressure was put on the catheter by clamping for a prolong period. This can cause the airline to be dented and collapsed. The collapsed airline causes partial deflation and makes the balloon unable to be deflated as it should. This complaint was not a result of the manufacturing process. As the reported condition was not induced by the manufacturing process, corrective action will be limited to manufacturing site awareness. Awareness training will be provided to the operator of the manufacturing machines. No further corrective action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the balloon was unable to be removed. A needle was inserted into the balloon lumen and it was able to be removed. There was no harm to the patient.